Event description:
It was reported that that the balloon was inflating in spurts. The doctor had a hard time deflating the balloon to get the catheter out of the patient. Once the catheter was out and balloon was inflated again, it burst. No patient complications were reported.

Manufacturer narrative:
We received one 120404f catheter for examination. A visual examination was performed with unaided eye. Examination of the catheter showed the proximal windings had slipped distal on the catheter tip. This condition may occur when the pull force of 1.5 lbs (per IFU) has been exceeded on a inflated balloon. This condition can also trap the inflation media in the balloon making it hard to deflate. The distal windings appeared to be in good condition and there were no missing components. Though we have confirmed product damage exists, there was no evidence of a manufacturing nonconformance found during the evaluation. No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.